Manufacturer narrative:
(B)(4). Unit alarmed failed battery test due to corroded battery tube. Unable to perform operating currents, self-test, a21 error, displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests due to failed batt test alarm. Unit had battery cap stripped battery cap coin slot (p), minor scratched lcd window, broken battery tube threads, cracked reservoir tube lip, cracked case at display window corners, stained address/serial number label and stained end cap sticker.

Event description:
The customer reported via phone call that battery cap off and experienced high blood glucose level. The customer¿s blood glucose level was 252mg/dl. Customer was offered to troubleshoot for high blood level. The customer was assisted with troubleshooting for remove/install battery cap. Customer states they are unable to remove the battery cap on their pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.